Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during prostatic hyperplasia tissue removal procedure, the generator unit console stopped working after an alarm was triggered. The procedure was stopped immediately while the patient was under sedation. The procedure was then rescheduled and was completed 5 days later after the device was repaired. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted report and provide the results of the legal manufacturer's final investigation. Updated fields: h6. Corrected fields: b5. Correction to b5 for information that the patient was under general anesthesia instead of sedation. The device was not returned for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient was under general anesthesia during the procedure.